Manufacturer narrative:
A csi field representative was informed (B)(6) 2021 that the patient expired. On (B)(6) 2021, the physician confirmed that the csi device was contributory to the patient's death. (B)(4)

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician stated that heavy calcification of the lesion was the cause of the perforation. The diamondback 360¿ coronary orbital atherectomy system instructions for use manual stated that perforation a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Four treatments were administered in the left anterior descending artery (lad) via radial access with the diamondback gen 2 coronary orbital atherectomy device (oad). During the treatments, normal resistance was met. The oad was removed, and a 3.0mm non-csi angioplasty balloon was advanced. However, the balloon could not be advanced into the intended area. A 1.0mm balloon was then successfully used for angioplasty, but 2.0mm and 1.2mm balloons still could not be advanced into the treatment area. Imaging was performed, and the physician decided to perform additional atherectomy. The user encountered resistance with the oad in the same area as the angioplasty balloons had met resistance. The crown crossed the lesion during the second treatment, and a third treatment was administered following a rest period. Imaging was performed, and no issues were noted. A final oa treatment was administered. Imaging then showed a perforation. An unsuccessful attempt to deliver a covered stent was made. Two angioplasty balloons were then applied. Thereafter two covered stents were successfully placed, and the perforation was resolved. A diagonal branch was sacrificed during placement of the stents. The patient was stable and was transferred to the ICU for monitoring.